Manufacturer narrative:
A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The customer stated the product would not be returned for evaluation; however, the reported complaint was deemed confirmed by description and based on the photos submitted. Unfortunately despite this the pictures and information provided do not provide a sufficient insight to determine a root cause for the failure. On this occasion we are unfortunately unable to reach a definitive root cause of the problem due to insufficient information available for the device in question, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that after about 30 minutes passed since the start of the debridement utilizing a versajet with the setting of 10, the high pressure tube came off from the orange cartridge. No patient harm. No delay. The surgery was completed with surgical knives.